Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the product's sterility was compromised. During preparation for a left atrial appendage (laa) closure procedure, this watchman® access system was selected. However, the device was opened at the wrong end, so the inner package would not fully open. This combined with imperfect manipulation caused the inner package to become contaminated. This device never entered the patient. The procedure was completed with another of the same device.